Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. A minimal pericardial effusion was observed prior to procedure. The activated clotting levels were 355s and left atrial pressure was 12mmhg. The laa was shaped like a chicken wing, consisting of two lobes of nearly equal size, making visualization by transesophageal echocardiogram (tee) quite difficult. During the deployment of 25mm amulet, coaxial alignment of the lobe could not be achieved, resulting in two partial recaptures. On the third attempt, coaxial alignment was achieved, but the disc was slightly insufficient, leading to a size-up to 28 mm. A new 28mm amplatzer amulet left atrial appendage occluder was chosen with the same delivery system. After sizing up, the device was deployed again in the same anterior lobe, and the close sign was passed. Although the placement was at a location with a 2 mm distance from the pulmonary artery (pa), no other suitable placement site was available. Since there was no increase in pericardial effusion, the team decided to release the device. There was no peri-device leak (pdl) was observed after release. Although a small amount of pericardial effusion was present, the echocardiographer judged it to be not significantly different from the preoperative state, and the patient was returned to the ward for observation. Postoperative transthoracic echocardiography (tte) and contrast computed tomograph (CT) the following day confirmed no pericardial effusion, and the patient was discharged. The physician mentioned the cause of effusion was 28mm amulet and a cardiac tamponade was also present. On (B)(6) 2025, the patient returned for a 45-day follow-up and chest x-ray showed an increase in cardiothoracic ratio from 58.2 to 62.2. The patient had no shortness of breath or other symptoms and although hospitalization for observation was recommended, the patient declined. A follow-up outpatient visit was scheduled for october 24. The medication was changed from eliquis + bayaspirin to clopidogrel.

Manufacturer narrative:
An event of patient-device incompatibility and improper procedure with patient effects of cardiac tamponade, pericardial effusion, and thrombus was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility which resulted in cardiac tamponade, pericardial effusion, and thrombus, could not be confirmed. The reported improper or incorrect procedure or method is related to the previous delivery sheath being used to deploy the second amulet device. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.